Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of ¿cassette was not recognized by the pump¿ was confirmed. The cause of the reported issue was unable to be determined. The downstream occlusion (dso) was calibrated and software re-installed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette was not recognized during the annual maintenance. There was no patient involvement.